Event description:
It has been reported via a hotline call. The rcis (registered cardiovascular invasive specialist) from the cath lab called the css (clinical support specialist) because they had an issue with the sheath with the side-port in the iab kit. When the css spoke to the rcis he stated, that they were inserting an iab in the left femoral artery and the sheath with the side-port came apart at the hub. As a result, the sheath was removed and a second sheath (without a side-port) was inserted. The iab was then inserted without difficulty. The rcis stated that they did not have any groin complications. The patient was receiving iabp therapy and is stable. The patient returned to the cath lab today ((B)(6) 2015) for additional procedures. The left groin remains stable with no complications and the iab and pump is currently functioning appropriately.

Manufacturer narrative:
Qn#(B)(4).